Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 3000 ohms for the pacemaker and another manufacturer's right ventricular (rv) lead. It was noted that seven months earlier there were two inappropriately stored signal artifact monitoring events due to atrial fibrillation (af) and the minute ventilation sensor was programmed off at that time. On one of those episodes there was less than one second of oversensing of the minute ventilation signal. Boston scientific technical services (ts) discussed leaving the minute ventilation sensor off if the patient has no symptoms. The lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater than 3000 ohms for the pacemaker and another manufacturer's right ventricular (rv) lead. It was noted that seven months earlier there were two inappropriately stored signal artifact monitoring events due to atrial fibrillation (af) and the minute ventilation sensor was programmed off at that time. On one of those episodes there was less than one second of oversensing of the minute ventilation signal. Boston scientific technical services (ts) discussed leaving the minute ventilation sensor off if the patient has no symptoms. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.